Event description:
It was reported that the ilet pump sustained physical damage while in the user¿s pocket, resulting in a nonfunctional screen and subsequent difficulty using the device, and a replacement was arranged; the device was reportedly synced prior to shutdown and will be returned. Symptoms included none related to injury. Outcomes included interruption of intended device function with the user advised to continue glucose monitoring using the dexcom g7 app or receiver and to restart therapy on the replacement device since data will not transfer. Investigation included customer interview and request for device return with planned device evaluation. Investigation of this case revealed screen damage consistent with crushing. It was concluded that the event involved mechanical damage to the device¿s display component, with user guidance provided on shutdown procedure and return, and no adverse health effects reported.